Manufacturer narrative:
The index of the instrument is sheared off probably due to an enhanced implant insertion torque.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an ev implant driver had a tool malfunction causing the implant to fall out of the driver. Treatment was not completed successfully and an additional session is needed.